Event description:
It was reported that boston scientific technical services (ts) was contacted about a ventricular fibrillation (vf) event where the device did not sense in the atrium. Ts checked the device settings and informed rythmiq was on and was the reason for no sensing in the atrium. Ts also informed that the backup lower-rate-limit of the atrial and ventricular pace may have contributed to the arrhythmia, as although it was working as intended it was not optimized for the patient. A 41 joule shock converted the vf. The device and leads remain in service. No adverse patient effects were reported.